Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was explanted due inappropriate shocks in two different vectors due to transient low amplitude signals programming options were no longer viable. A new transvenous system was implanted which remains in service. No additional adverse patient effects were reported.